Event description:
It was reported that the cuff leaked in the endotracheal tube during use. Pt was reintubated. There was no pt harm.

Manufacturer narrative:
The lot number is unk; therefore, the date of MFR cannot be determined and the device history record cannot be reviewed. If the sample is returned, a failure investigation will be performed. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.